Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed rebooting of the pump. There was no damage found to the battery cap or battery compartment. The battery cap contact was found to be within specifications and the cap attached securely to the pump. During testing, the pump powered on normally with no alarms occurring. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that he had stopped wearing the pump for a while and he decided to put the pump back on today and when he put a battery into the pump, it would chirp, vibrate and go to the verification screen, but then it would power off again. The patient denied damage to the battery cap and keypad. The patient denied moisture inside the pump and denied any recent exposure to moisture. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.